Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was receiving morphine via an implantable pump for spinal pain. It was reported that the caller initially called in regarding a therapeutic ultrasound/diathermy device. Agent reviewed info. Caller commented that the patient continues to have chronic pain. The patient was still taking "norco" but they are trying to wean the patient off. The patient stated their pain was at a 10 prior to pump implant and now the pain is 7-8. Caller mentioned yesterday the patient had a refill appointment and there was more drug left over than expected. Caller stated they think the patient got 10mg or 7.5-8mg of morphine per day. Caller stated the healthcare provider (hcp) "did test it and it ran fine". Agent redirected to hcp.